Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31217290l and no internal action related to the complaint was found during the review. If the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a procedure with a pentaray nav catheter and an irrigation issue occurred while being used on the patient. During the procedure, before inserting the catheter into the patient, it was connected to the irrigation system. The ep evidenced that the catheter was not irrigating, they tried increasing the pressure, but this did not solve the problem, the full irrigation connection was checked again with no positive answer. They decided to change for a new device and the procedure was successfully completed. No patient consequence. Additional information was received on 19-jul-2024. While mapping the right atrium, the infusion pump presented an occlusion alert. No infusion flow is observed through the pentaray nav catheter, irrigation is checked outside the patient again with pump equipment and the occlusion alert continues. The brand and reference of the pump is hospira plum a+. All settings were configured correctly. This event was originally considered non-reportable, however, bwi became aware of the irrigation issue occurred while being used on the patient on 19-jul-2024 and have reassessed the event as reportable.